Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
During a follow up with the nurse regarding line dropping on the floor, the nurse reported that home patient (hp) did not have any injury or harm as a result of this incident. Per nurse, hp is doing fine and continuing therapy as far she knows. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient dropping one of the tubing lines and therefore contaminating it. It was not stated which line was dropped. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted (B)(4) requesting assistance with ending therapy as one of the lines was dropped and became contaminated in the last drain while using the homechoice (hc) cycler. The technical services representative (tsr) had the cg close all the clamps and assisted in ending therapy. \no patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). It is unknown if the sample is available at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.